Manufacturer narrative:
Olympus medical systems corp.(omsc) found that this supplemental report is required on april 22, 2016. Model name of the subject device was incorrect. This is a supplemental report for MFR report #8010047-2016-00551 to correct brand name, model# and catalog#.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. When we closed the grasping section and activated seal mode, short circuit error was not reproduced. The manufacturing history was reviewed, with no irregularities noted. This type of the errors and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the errors and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a hepatectomy, the subject device was used. After two hours of use, the ptfe pad of the device was separated. In the middle of use, seal & cut short circuit error and probe damage error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. It was reported that the user activated output of the device without grasping anything while the grasping section is closed.